Manufacturer narrative:
Lot number, expiration date: device manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the right-side flange split on tracheostomy tube. Additional information was received providing more details. The issue was discovered while in use with the patient. The customer was doing the tapes and noticed that the flange had split on the right side. The customer did emergency tube change. Secured new tube and escalated to the ward and what had happened. The customer came and collected a new spare tube and brought in the broken one. This happened when the patient was on home leave for the weekend. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(6). One device sample was received in used condition without the original packaging. Per visual inspection, it was detected a cut in the flange/neck strap. The complaint was confirmed. No other analysis was performed. A device history record (DHR) review could not be performed as the lot number was unknown. The cause was manufacturing, and the complaint fault has been escalated to address a full root cause investigation and is currently in the investigation phase.